Manufacturer narrative:
Initial.

Event description:
It was reported that the field team requested outreach to offer additional training due to sub-optimal glycemic results and concerns for extended hyperglycemia likely related to unaddressed infusion site failures, though the specific device problem and component could not be determined. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and the available information was insufficient to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.